Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site telephone, updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Ray said that the alarm happened recently they followed the troubleshooting guide and resumed pumping without issue. He said that the pump is alarm free now, but had questions about the alarm. Esp personal discussed potential reasons and further troubleshooting tips and suggested a chest film to confirm location. Ray was happy to have the information and had no more questions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use unknown intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.